Manufacturer narrative:
Unit had minor scratched lcd window and broken reservoir tube lip. Unit was received with broken off reservoir tube lip. Reservoir was unable to lock in place due to completely broken off reservoir tube lip. Unit was received with missing o-ring reservoir tube.

Event description:
The customer reported via phone call that the insulin pump's ring around the top of the reservoir compartment broke off. The reservoir was not staying in. Customer's blood glucose level was 90 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.